Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer reported via phone call that their insulin pump was damaged around the reservoir. Customer stated the reservoir compartment had a crack and was chipping. The customer¿s blood glucose level was 97 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.